Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old caucasian female patient underwent revision breast augmentation with 450cc mentor memorygel breast implant and experienced breast implant rupture, and capsular contracture; baker grade IV on her left side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the device was explanted on (B)(6) 2026.

Manufacturer narrative:
Per additional information received on january 29, 2026, date of event was january 6, 2026. Hence, b3 has been updated accordingly on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 26, 2026, the mentor failure analysis lab received the device for evaluation. On march 2, 2026, device evaluation was completed as follows: mentor conducted a visual inspection and leak testing of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to the mentor procedure, and it revealed a tear on the posterior view, measuring approximately 0.1 cm. In addition, siltex cracking was noted on the edges of the rupture. No additional gel exposures were found. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The contralateral device was also received (lot number 7298879). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 6, 2026, mentor became aware that the patient experienced bilateral capsular contracture; baker grade IV, and implant site fluid collection. No rupture was detected. Hence, clinical and device problem codes have been added/updated under section h on this form. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV, and implant site fluid collection. This supplemental medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Date of surgery under fields d6b have been updated to january 27, 2026 as per information received on january 26, 2026. Manufacturer¿s reference number: (B)(4).